Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead alert was triggered for a jump in superior vena cava (svc) lead impedance. Both the rv and svc coil impedances were higher since the last measurements; the svc impedance was out of range and the rv impedance was increasing. A possible lead fracture was suspected. The svc coil was initially turned off. The lead was later abandoned and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.